Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.50/2.0/94 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2022 the lens was exchanged for a spherical lens due to lens rotation not associated to a low vault and the problem resolved.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken and the optic torn. Dimensional inspections found the device within specifications. Claim# (B)(4).